Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2013, the programmer interface had frozen. It was necessary to unplug the programmer to restart it. An explanation is required.

Manufacturer narrative:
On (B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.